Event description:
A user facility's general manager reported that upon opening the case of an intraocular lens (iol), it was noted that a haptic was missing and there was a crack in the optic. The lens was not implanted and the pt was left aphakic. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. (B)(4).